Event description:
It was reported by service report that the head right siderail outer panel was damaged and would not lock in the full upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head right siderail not latching in the upright position due to a damaged timing link.